Event description:
.Healthcare professional reported left side "extreme discomfort". Healthcare professional later reported "small implant shell breach". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as surgical damage ¿ pain: unable to observe as it is not related to the device. ¿ crease/folding of implant: observed creases on the device. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side "extreme discomfort". Healthcare professional later reported "small implant shell breach". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/30/2024.

Event description:
Healthcare professional reported left side "extreme discomfort". Healthcare professional later reported "small implant shell breach". The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted no openings were observed. Additional observations noted air voids.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "small implant shell breach".

Event description:
Healthcare professional reported left side "extreme discomfort". Healthcare professional later reported "small implant shell breach". Device has been explanted.